Event description:
It was reported that there was no tubing and no drain valve on the leg bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect operation of assembly". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that there was no tubing and no drain valve on this leg bag.